Event description:
It was reported that the patient alert sounded, and the patient went to the hospital. Increased impedance and sic (sensing integrity counter) count of 13 short v-v intervals within one day was noted. The ICD was disabled pending lead revision. The lead was subsequently explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; partial lead in segments returned. It was reported that the patient alert sounded, and the patient went to the hospital. Increased impedance and sic (sensing integrity counter) count of 13 short v-v intervals within one day was noted. The ICD was disabled pending lead revision. The lead was subsequently explanted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (select specific code from category d) lead conductor device was out of specification in a manner that relates to event impedance, high sensitivity.